Event description:
A patient reported experiencing inaccurate low results with a otp meter. The patient's blood glucose results were 116mg/dl, 158mg/dl. Tests were done within <10 minutes with a difference of 27%. Patient did not experience any adverse events. No further info has been reported.